Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the nc power output and found that the frontal power output was 0v. The fse ran the flat detector controller (fdc) test which failed. The fse solved the issue by replacing the nc power unit (ps ui_coll_ID_unit) after the part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.